Event description:
A malfunction alarm was reported by the customer with the displayed code being "malf 12." There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and it was confirmed that the malfunction code did not recur after the reset. The customer was instructed to continue using the pump and to contact support if the malfunction code appears again.